Manufacturer narrative:
Update to d8 and h3. Correction to g2. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that foreign material came out of the device; however, the root cause could not be determined. The foreign matter was a mixture of silicic acid and organic silicone derived from medicine (antifoaming agent, etc.), human protein, and metal rust. The silicic acid and organic silicone are not components derived from the endoscope but from the medicine. The possible causes of the foreign matter adhesion include insufficient pre-cleaning, insufficient rinsing, and insufficient drying due to buttons not being removed when storing the endoscope. There was no deviation from the instruction manual in the reprocessing procedure for the area where the foreign matter remained, and there was no physical damage to the area where the foreign matter remained. The inspection method for this issue is described in "chapter 5, section 5: manual cleaning of endoscopes, cleaning of external surfaces" in the instructions for use (cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign matter adhered to the air/water nozzle duct, objective lens surface, and the tip. There were no reports of patient involvement.